Event description:
It was reported to philips that the device failed to obtain an ECG reading from the rl and ll leads. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.